Event description:
The continuous renal replacement (crrt) filter clotted when the machine began working improperly. After the filter was changed, the machine was restarted. A message about the video cable was displayed and the device would reboot itself. The device was evaluated by biomed and the video and power cables were both found to be loose. The power cable being loose was a familiar issue, but not the video cable.